Event description:
In 2009, correspondence was received from a competitor company reporting that the patient experienced multiple occlusion errors on the infusion device (competitor product) while bolusing. The patient changed the insulin cartridge, infusion site, and tubing one month prior, and blood glucose was elevated to 370 mg/dl. The patient was advised to change the infusion set. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.